Manufacturer narrative:
Description of device analysis: date of procedure: 5/13/1998 no info was provided about the catheter used in the procedure. The idc pusher was returned in a packing coil, the main coil was loose inside the pouch and box. During the analysis, it was confirmed that the idc coil had prematurely detached, most likely after its proximal end stretched to more than 7 cm, and then unraveled from the welded joint on the interlocking arm. The most proximal end of the wire retained some circular shape. Due to the stretching, the main coil lost the helical shape of the proximal end, the distal end retained some of its shape. The interlocking arm of the main coil was missing. No anomalies were observed on the pusher wire. Occurrence of event: frequency and severity of occurrence of this event are not addressed in the device labeling. The reported event is not occurring with greater than expected frequency. The reported event is not occurring with greater than expected severity. This info is based on info supplied to co without co's independent verification as to its accuracy, completeness, or causal relationship to the product.

Event description:
Target was informed that during the procedure the idc was deployed inside the microcatheter. This malfunction had no impact on the pt's health. No other info was given on this complaint.